Event description:
Information was received indicating that during use a smiths medical cadd-ms 3 ambulatory infusion pump was "going back to program defaulted and lost programming." It was reported that the medication was administered continuously via a subcutaneous route. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating that the pump's internal battery lost charge and could not be used and unable to program to current rate. In addition, the received information indicated that the infusion was life-sustaining. Subsequently, the patient was able to switch to a backup pump to finish the infusion.